Event description:
The device was explanted prophylactically following the advisory for premature battery depletion. No issue was reported regarding the device. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. Telemetry, pacing, sensing, impedance, patient notifier, high voltage output, and high voltage shock were tested on the bench. No anomaly was detected.